Event description:
Blade became exposed, causing error and causing robot to terminate function ability. Manufacturer response for vessel sealer, intuitive (per site reporter): pending return authorization. Currently being shipped back to vendor.